Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery device while performing a study. The first capsule did not deploy. They pulled another and after calibration, they attempted and it was successful. The customer stated that they no longer had neither the capsule or the delivery device as they were thrown away. No repeat procedure will be performed as the physician is looking for an alternatives to review treatment plan for the patient. The patient was discharged and there was no harm.